Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant breaching the neuroforamen.

Event description:
In (B)(6) 2015, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient developed new radicular leg pain following the surgery. A CT scan revealed that the superior implant had slightly breached the s1 neuroforamen and was impinging on the nerve root. In (B)(6) 2015, the surgeon performed a revision surgery where he retracted the superior implant a few millimeters to alleviate the breaching and impingement on the nerve root. No implants were removed. The status of the patient following the revision surgery is not yet known.

Manufacturer narrative:
The patient had continued pain following the first revision procedure in (B)(6) 2015 where an implant was backed out to relieve neuroforamen impingement. The patient reported continued pain complaints to the surgeon and requested that the implants be removed. In (B)(6) 2018, the surgeon removed all three implants. The status of the patient following the revision procedure is not known. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 333322, mfd. 02/09/15, exp. 2020-02-09, UDI (B)(4). 2nd (middle): ifuse implant, p/n 7030-90, lot# 8175003938010, mfd. 10/11/12, exp. 2015-10-11, UDI (B)(4). 3rd (inferior): ifuse implant, p/n 7045-90, lot# 333228, mfd. 02/10/15, exp. 2020-02-10, UDI (B)(4).